Event description:
Reportedly the power drive overheated during a surgical procedure on (B)(6) 2013. It is reported surgeon used the device to complete the procedure. Surgeon later stated the device would not start during pre-testing. Surgeon reported there were three devices available for use, but was unable to determine which device was used during the procedure. Not additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.